Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Additional information received identified that during a full system explant on (B)(6) 2024, it noticed that the ipg site was infected. The entire system was explanted, and patient is being treated with antibiotics.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported experienced pain at the ipg site, draining fluid, pocket erosion and uncomfortable stimulation. System diagnostics recorded high impedances and x-rays showed that the lead had coiled up. Surgical intervention may take place to address the issue.